Event description:
A hospital in (B)(6) reported via our distributor that an rt134 non-heated adult breathing circuit did not pass the servo-s ventilator leak test. This was found before use on a patient.

Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit was received for investigation. The circuit was pressure tested and submerged in a water bath to test for leaks. Results: a leak was found in the breathing circuit. The water bath test identified that the leak was located between the water trap bowl and lid. The water trap consists of two parts where the lower part can be removed during use for draining water. A lot check revealed no other similar complaints for lot number 101110. Conclusion: the leak was caused by a failure in the seal between the water trap lid and bowl of the water trap. All circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. The user instructions that accompany the rt134 adult breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms. (B)(4).